Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual analysis of the returned sample revealed that one sample, of product code y604, was received for evaluation. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. The defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through quality system. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an endoscopic procedure on (B)(6) 2021 and suture was used. Before use on the patient, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for urological endoscopic surgery. Another like device was used to complete the surgery. Upon the evaluation of the returned sample, the visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. There were no patient consequences reported. No additional information was provided.